Event description:
It was reported that the patient experienced a pocket infection and erosion. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt codes: 1930, 2013. Device code: 2993. Ref report: mw5182845.